Manufacturer narrative:
Concomitant medical products: hercules inflation device. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. There is a crack in the catheter approximately 118 cm from the proximal end. The balloon appears to be in the un-inflated fluted state. In order to test the inflation of the balloon, the catheter was cut. When the balloon was inflated with a 60 cc syringe and an inflation handle, it inflated as intended to 6 atm and no leaks were observed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. According to the report, lubrication and negative pressure were not applied to the balloon prior to advancement through the endoscope. The instructions for use direct the user to apply negative pressure to the balloon to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and catheter preservation. The instructions for use state: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Kinks, or bends, and/or cracks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all hercules 3 stage wireguided esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopy procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The device was noted to be bent upon opening the package. On (B)(6) 2015, the device was received for evaluation and evidence was present that the device had made patient contact. Additionally, it was noted that the catheter was cracked at the distal end. The device was confirmed by the facility to have been used on (B)(6) 2015